Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y6qc, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss/change of therapy in (B)(6) 2015. Last week she had some return of urgency symptoms. The patient thought it was related to the weather getting cooler. The change in therapy/symptoms was considered to be sudden. The patient's indication for use was gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.